Event description:
The company was notified that patient decided to have her device explanted due to dissatisfaction over her performance with this implant. The patient refused to have any testing performed on the device. Surgery to explant the patient's c1 device is to be scheduled.